Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead had evidence of decreased amplitudes, increased threshold measurements and intermittent loss of capture (loc). An x-ray confirmed that the rv lead dislodged. The lead was successfully repositioned and remains in service. Besides surgical intervention, no adverse patient effects were reported.